Event description:
Lap gastric sleeve - "dr (B)(6) said when clip applier was fired the jaws shut and would not open. He stated that once he pulled the clip applier from the tissue a metal piece fell off the clip applier."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that an internal component was protruding from the distal end of the device and that the unit did not contain any clips. The device was disassembled for further evaluation and it was found that the lockout had been compromised, which is caused by the actuation the device after all the clips have been dispensed. The epix universal clip applier instructions for use state, "the last three purple/blue clips will indicate that the epix clip applier is almost out of clips. Upon deployment of the last clip, the jaws will open fully and the trigger will lock. Note: do not attempt to actuate the clip applier when the trigger is locked." This document represents our final report.